Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: black box shows evidence of short battery life and excessive battery usage. The pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten however "coin slot" on top of battery cap is damaged. Battery compartment crack observed below grip pad. "Audio bolus" button cover has a tear in the center. Bolus button is responsive. The current draws are not within specifications. No evidence of moisture or loose components inside pump. Investigation shows component u31 to be defective causing high current draws and excessive battery usage.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.